Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the lens was stuck on the incision site.

Manufacturer narrative:
Corrected information was provided in h.6., and h.11. Correction: on initial MDR the product code of a140801 was an error. It should have been a140504 on the original MDR. The manufacturer internal reference number is: (B)(4).